Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -17.5/+2.0/x087. Lens not returned. (B)(4). A lens work order search revealed there were no similar complaints within the work order. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -17.5/+2.0/x087 diopter in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to the patient experiencing discomfort, a headache. No other lens was implanted. The patient did not go for a follow-up.